Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 300 mg/dl. The customer was feeling bad and woke up with high blood glucose levels. The product was not returned. Nothing further to report.